Event description:
Reportedly, the procedure was to treat a totally occluded lesion in the right superficial femoral artery (sfa). During deployment of the supera stent, the procedural sheath pulled up due to the tight anatomy of the aorta and interaction with the delivery system of the supera stent. The supera stent was deployed in the sfa. Subsequently, a lesion in the popliteal was treated successfully with another supera. The following day, the patient experienced pain and a diminished pulse in the right leg. Angiography was performed and an occlusion was observed in the supera stent deployed in the sfa. The occlusion was treated with the placement of a non-abbott stent. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot did not indicate a manufacturing issue. Additionally, a query of the complaint handling database revealed no other similar incidents reported from this lot. The reported patient effects of occlusion and pain are listed as potential adverse events in the supera peripheral stent system, instructions for use (IFU). Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.